Event description:
It was reported that the patient presented to clinic. Interrogation of the device revealed that the implantable cardioverter defibrillator was in backup mode due to too many merlin contacts. The device was restored and the patient was in stable condition.